Event description:
Note: this report pertains to the second of two malfunctions occurring with the same patient. According to the complainant, the physician was "unable to open the cup completely." The procedure was completed with a different device (product and manufacturer unknown). At the conclusion of the procedure, the patient's condition was reported as "good." This event scenario is not MDR-reportable. However, the evaluation of the returned suspect device revealed that one of the pull wires were broken, which is MDR-reportable.

Manufacturer narrative:
A visual examination of the returned device revealed that one of the two pull wires was broken. The fractured segment was analyzed by the bsc-miami analytical lab. Sem (scanning electron microscopy) analysis revealed that the formed "z" vertex was slightly elongated with wire surface micro-tears, which were adjacent to, and in the same direction as, the fracture. Although the fractured pull wire was related to the event, the relationship between the fracture and the use of the device is unknown; the cause of the wire fracture is undetermined. A CAPA is in progress to further investigate this failure mode. The device history record for the lot was reviewed; no anomalies were noted. A search of the complaint database revealed one additional complaint reported for this lot (same procedure). See associated medwatch #6000150-2007-00080.